Event description:
Avanos 12f 1.5 cm mickey button gastrostomy feeding tube balloon spontaneously ruptured three weeks after insertion. 1/2 of the ruptured balloon not found/ retained in situ. Lot number 30336813. Exp 7-17-2006. Reference reports: mw5161693, mw5161694.